Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection was performed on the returned guide and noted the threads inside the guide were stripped. A functional check with the appropriate thread gage confirmed that they no longer function as intended. The impaction head used was not provided for evaluation. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: tibial targeting guide handle tall, cat#: 00249000513 lot#: 62633018. (B)(6). Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see all associated reports: 0001822565-2018-01209, 0001822565-2018-04675.

Event description:
It was reported that the device cross threads into the guide handle during assembly. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.